Event description:
(B)(4). I have developed so many side effects from these devices. Migraines, vertigo, limb swelling, tingles and numbness in my arms and legs, severs back pain, metallic taste that doesn't go away, dry mouth, menorrhagia, periods that last 2 weeks, the inability to stand up straight while on my cycle, brain fog, and probably a lot more that I can't even remember. I had an hsg that showed proper placement, however upon an exam my right coil has migrated and looks like a jumbled slinky inside of my tube.

Event description:
(B)(4). Also, I am functioning exhausted. I suffer from insomnia. I have great pelvic pain and pressure. Absolutely no libido and painful intercourse. I can't lose weight no matter what I try to do. I am now very forgetful as well.